Event description:
It was reported that "when they are trying to connect the extension leg and oversleeve, its not making any click sound and a gap is seen which eventually make them feel that its not fixed properly and may get dislodged easily."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0195 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an inadequate connection between the proximal and distal connectors was inconclusive due to the sample condition. A single photograph of an assembled groshong nxt catheter was returned for evaluation of this complaint. The photograph was concentrated on the two-piece connector. A gap was seen between the proximal and distal pieces of the connector. It is unknown if the components made an adequate connection to secure the catheter; without the physical sample, the connection between the components could not be tested. The IFU states, ¿there may be a small gap between the oversleeve and the statlock® stabilization device compatible connector with extension leg.¿ therefore, from the photograph alone, it could not be determined if the proximal and distal connectors were properly engaged. Possible contributing factors for a non-secure connection could include clinical procedure (e.g., bunching of the catheter in the connector housing or misalignment between the connectors) or damage/defect to the connector catch slots or locking arms. Due to the resolution of the returned photograph, the locking arms and catch slots could not be visually examined for damage or defects. A review of the manufacturing records did not find any potentially related issues from the manufacture and assembly of the implicated product lot. The report of a possible improper connection has been documented and included in ongoing complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "when they are trying to connect the extension leg and oversleeve, its not making any click sound and a gap is seen which eventually make them feel that its not fixed properly and may get dislodged easily."